Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced urinary and visual problems, received a computed tomography (CT) and a stroke was noted. This happened following a persistent atrial fibrillation (a fib) procedure, this is considered off label use. There were no issues noted with product or devices at the time of surgery and all disposable product was discarded at that time. Hospitalization and medical intervention were required, the patient underwent a neurological consult. The patient has been discharged already.

Manufacturer narrative:
The device has not been received for analysis. The cause of the event was traced to intentional off-label, unapproved or contraindicated use. The label is only indicating the use of this device for paroxysmal atrial fibrillation, and not for posterior wall isolation and persistent atrial fibrillation. Stroke/cva is an expected procedural complication addressed within the IFU for the farawave catheter. Review of the information provided by med safety determined that the unspecified kidney or urinary problem is related to side effects and was unrelated to the farawave catheter itself. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Event description:
It was reported that a patient experienced urinary and visual problems, received a computed tomography (CT) and a stroke was noted. This happened following a persistent atrial fibrillation (a fib) and posterior wall ablation procedure, this is considered off label use. There were no issues noted with product or devices at the time of surgery and all disposable product was discarded at that time. Hospitalization and medical intervention were required, the patient underwent a neurological consult. The patient has been discharged already. It was further reported that the physician performed both a posterior wall isolation as well as a pulmonary vein isolation.